Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2022. During the procedure, the bands did not deploy off of the ligator. The device was replaced and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medical device problem code a050501 captures the reportable event of bands unable to deploy. Conclusion code is being used in lieu of an adequate conclusion code for device not returned. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis of could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.